Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported the patient received a result above the hyperglycemia treshold and made an inadequate treatment decision which led to hypoglycemia and hospitalization. The customer was treated with saline and monitored for about 5 hours. It was reported that the same incident happened on another unknown date with the same lot. The customer was admitted to hospital for about 5 hours, but does not remember the treatment. No more information is available. At the time of the report the customer felt fine.